Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s father reported via phone call that the customer had a low blood glucose of 37 mg/dl. The customer treated with juice and a sandwich. They declined troubleshooting for the low blood glucose. The customer¿s last blood glucose was 131 mg/dl. The device will not be returned for analysis.